Event description:
It was reported that "it was unable to pace after the catheter was inserted". There were no patient complications reported.

Manufacturer narrative:
The product was returned for evaluation. Customer report of "it was unable to pace after the catheter was inserted was confirmed". The pacing catheter was returned with attached introducer. Catheter was curled at different locations. Catheter body was also kinked at 90cm proximal from the tip. Dry blood was visible on catheter body and balloon area. Intermittent condition was found from proximal electrode. Continuity testing found that electrode had an intermittent open condition between the lead wire and the electrode when flexing the catheter tip area. No short condition was detected between proximal and distal electrodes. Distal electrode was continuous without any intermittent condition. Balloon inflated and remained inflated without any leakage for 5 minutes. Visual examination was performed under microscope at 10x magnification. Continuity testing was performed with fluke multimeter. An investigation was done previously to address complaints of this type and no additional actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution.